Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead dislodged as noted via x-ray. The lead also exhibited p-wave amplitude variation. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, p ¿ wave amplitude, ¿issue with the helix¿. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of p ¿ wave amplitude and ¿issue with the helix¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.